Event description:
The pump has been returned and was evaluated by product analysis on 1/25/2012 with the following findings: evaluation revealed that the force sensor pins were partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. This report is being made based on the evaluation results.

Manufacturer narrative:
Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Correction/removal reporting number: 2531779-03/24/2010-003-r. (B)(6).